Event description:
The customer reported that the insulin pump alarmed while changing her site and rewinding. The blood glucose reading was 140mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. No prime alarm noted. Drive support disk was inspected and no anomaly was noted. The insulin pump had a scratched display window, cracked battery tube threads and a broken belt clip slot.